Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. A loaner unit was left with the customer while the device is being repaired. Physio-control continues to investigate the reported failure, and will submit a supplemental report on this event.

Event description:
It was reported that while transferring a pt, the device did not power on. The customers stated that when unplugged from ac power, the device will intermittently not power on. It was also confirmed by the customer that they were only transporting the pt when the device malfunctioned, and there was another lp20 device on-hand. There was no affect to pt care as of result of the reported failure.